Event description:
It was reported that markerband malposition occurred. A renegade stc 18 was selected for use in a gastric arterial hemorrhage. During the procedure, it was noted that the mark point of the microcatheter imaging was located nearly 1 cm away from the tip of the microcatheter. Thus, the coil could not be released. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. Inspection of the device revealed an elongated tip section past the marker band with an overall length of 136.75 cm. Microscope inspection of the device revealed the tip section elongated 1.25 cm past the marker band. The hub to the marker band measured 135.5 cm. Xray inspection of the device revealed incorrect marker band spacing. A test/control device was used to verify the incorrect marker band spacing with a side-by-side comparison. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that markerband malposition occurred. A renegade stc 18 was selected for use in a gastric arterial hemorrhage. During the procedure, it was noted that the mark point of the microcatheter imaging was located nearly 1 cm away from the tip of the microcatheter. Thus, the coil could not be released. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.